Event description:
On (B)(6) 2012, the surgeon performed a right sided si joint arthrodesis utilizing the ifuse implant system placing three implants (7 x 50mm, 7 x 45mm and 7 x 40mm). The patient had excellent relief of her si joint pain complaints for eight months following the surgery. The patient then began to experience pain that was in the same anatomic area and was of the same nature and character as her initial si joint pain complaints. The pain was described by the patient as being 40% of the pre-operative si joint pain symptoms. A CT scan was performed that showed that the superior implant was well positioned and that the other two implants were positioned a little bit posterior. There was also a large void in the ilium where a prior bone graft harvest had been performed. The lower two implants were ¿not integrating¿ into the sacrum per the surgeon. On (B)(6) 2013, the surgeon performed a revision si joint fusion procedure. The surgeon performed an open posterior approach to the joint. The joint was debrided and frozen cadaveric bone graft was placed. The existing ifuse implants were left in situ. No additional ifuse implants were placed. No additional fixation was performed. Per si-bone vp of medical affairs: ¿medical review of this case shows this to be a case of late recurrence of symptoms. CT scan shows the second and third implants to be positioned more dorsal than ideal. The patient had concomitant risk factors of osteoporosis and of prior iliac crest bone graft harvest in the area of the implants. We have no update on how she is doing clinically after the revision surgery.¿

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is malpositioned ifuse implants with concomitant risk factors. Lot numbers: p/n 7040-90, lot# 8047003363007, manufactured 05/07/2012, expires 2015-07. P/n 7045-90, lot# 8078003804008, manufactured 08/15/2012, expires 2015-09. P/n 7050-90, lot# 8047003363009, manufactured 04/24/2012, expires 2015-07.